Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer received e70 alarm. Customer was advised that the device would replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer is in the hospital but no related to blood glucose or insulin pump.

Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional tests, including the error, basic occlusion, occlusion, prime, excessive no delivery or self tests due to the motor error alarms. The pump was received with a cracked case at the display window corners, cracked reservoir tube and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.